Event description:
It was reported that during a procedure following implantation of the cardiovascular implantable electronic device (cied), the mobile programmer application was connected wirelessly to the cied to program and check parameters after the cied was connected and placed in the pocket. The wireless connection with the cied was left on while the pocket was closed. It was attempted to perform tests again after a period of ten minutes, however the wireless connection to the cied was lost. It was noted that the application still displayed a full connection and the patient connector indicated a connection to the cied. It was possible to use the application but it was not possible to perform testing. The user force closed the application and re-paired the bluetooth components in order to reinterrogate and retest the cied and finalize programming. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis of the data/database found the customer comment that there was a loss of connection was confirmed. It was determined at analysis that the application crashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.